Event description:
Pt had routine pacemaker analysis and noted to have very low impedance on ventricular lead. Pacemaker lead was under advisory from the MFR. Pt admitted for replacement of the ventricular lead, lead was checked and found to be defective.